Event description:
It was reported the patient had pain and bowel incontinence following implant. The patient expected to use stimulation immediately after implant. Programming never occurred. The patient was unable to adjust stimulation. The patient saw the ¿call your doctor¿ icon with the power on reset (por) condition. The next day, the patient was doing well after a manufacturer representative met with them.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0hxu3, implanted: (B)(6) 2014, product type: lead. (B)(4).